Event description:
A nurse reported that during surgery, a system message indicating fms (fluid management system) interface failure. They performed troubleshooting by trying other cassettes, but the problem persisted. They were able to override the message several times, but ultimately switched to a different system to complete the cases for the day. No harm to any patients was reported.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).